Event description:
Complainant alleged that while attempting to pace a pt the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical for evaluation; the device was extensively tested without duplicating the malfunction. The device's multi-function cable was tested and no anomalies were observed. A review of the device's history file found a patient event on (B)(6) 2015 (the customer was unable to specify the date of the patient event). A review of the log file found several "pacer pads lead fault" and "lead short" messages. This could indicate poor coupling between pacing pads and patient, which could prevent delivery of pacing energy. In addition, there are several instances which indicate a connection issue between the electrodes and the multi-function cable. The electrodes were requested, however were not returned for evaluation. Root cause cannot be firmly established. The device passed the final test procedure, was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.